Manufacturer narrative:
In case of patients with cold agglutinin, the method of choice is to carefully warm the blood sample to 37°c. This is known practice in a professional lab. There are no recommended actions from roche for running the hba1c test for patients with cold agglutinin. It is in the responsibility of the laboratory to decide on how this can be handled properly. A blood sample from a patient with cold agglutinin correctly warmed to 37° c will lead to correct results.

Manufacturer narrative:
It was stated that previous results from the patient were around approximately 5 %.

Manufacturer narrative:
(B)(4)

Event description:
The customer stated that they received an erroneous result for one patient sample tested for a1c-2 tina-quant hemoglobin a1c gen.3 (hba1c) on a c501 analyzer. The sample initially resulted as < 4.3 % accompanied by a data flag and this value was reported outside of the laboratory. The customer subsequently learned that the patient has cold agglutinin disease. The customer warmed the sample and then manually diluted it 1:2 with saline diluent. The diluted sample was repeated, resulting as 8.7 %. The repeat result of 8.7 % was believed to be correct and a corrected report was issued. The patient was not adversely affected and was not treated based on the initial result. The c501 analyzer serial number was (B)(4). The customer declined a service visit and believed the issue to be only sample specific.